Manufacturer narrative:
The occurrence of this event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Serial number not provided for lot history review.

Event description:
Patient was implanted with elevate on (B)(6)2010. Information received indicates that left sacrospinous anterior arm extruded completely into vagina. On (B)(6)2010, the mesh arm was cut and removed. Vaginal mucosa was sutured over. There were no complications and patient was discharged home.